Event description:
It was reported that prior to the implant procedure, the device battery bar was grey with pre-implant indication and elective replacement indicator (eri). The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).